Event description:
It was reported that there was a coupling problem. The caller noted that the patient¿s skin was ¿thin and the skin was loose¿ and they had a hard time finding the exact location of the implantable neurostimulator (ins). The caller reported that they had the problem with coupling for the past thirty days prior to report. The caller was not sure if the belt was secure enough. The caller did not troubleshoot over the phone because the patient was ¿fed up¿ with trying. It was noted that they were able to get about two boxes. It was noted that they would call back the next time the patient needed to charge their battery. Additional information received reported that the manufacturing representative was notified over the phone of the coupling problem on (B)(6) 2013 but had not seen the patient. The caller reported the patient would get eight coupling bars and then lose all eight coupling. It was noted that the patient was using the recharging belt and it was tight. The patient¿s family member was using their hand and that seemed to work best. Additional information received reported that the patient was thin and the patient¿s ¿skin moved around a little bit.¿ the caller reported that the patient was using the recharging belt but the recharger moved around and it was hard to charge. The caller reported that at the time of the call all coupling bars were blank but they usually went up to eight and drop back to four and then go blank again. The patient had been having difficulty with recharging since they were implanted. The patient tried to charge all weekend and called the manufacturing representative. The caller stated they would attempt using spacers. Additional information received reported that the patient started using adhesive pads to secure the recharger, and stopped using the recharger belt. It was reported that the patient now averaged 6 bars and was able to demonstrate effective recharging. It was stated that impedances were within normal limits. It was stated that user error was a potential cause of the issue. No interventions were taken or planned as of the day of this report. It was reported that the patient could recharge normally and was receiving effective therapy. Additional information received reported that the implantable neurostimulator (ins) was loose in the pocket. It was stated the since implant the patient had trouble charging. It was stated that the ins had become loose in the past month. It was stated that the patient was at 8 coupling boxes, trying to sit still, ¿and now down to 4 and now to none.¿ it was stated that the patient had lost weight. It was noted that they had a manufacturer¿s representative take a look at it but the caller was unsure who the manufacturer¿s representative was or who the healthcare professional (hcp) was, only knew the office. It was stated that the patient did not use a belt but did not know why she stopped using it. It was noted that the patient currently used adhesive discs, and ¿propped a pillow behind her as well to help with the charging system.¿ it was noted that by using the antenna locate feature they were able to 76 with 6 coupling boxes, but it dropped to 0.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID a01411002, serial# unknown, product type recharger; product ID a01411002, serial# unknown, product type recharger. (B)(4).